Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to the e-0/e-5 errors . Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Most likely underlying root cause: mlc-062-user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for error messages (e-0 and e-5). The customer feels well and did not report any symptoms. Customer stated he had contacted his doctor due to the error messages and being unable to obtain a blood glucose test result. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/15/2022 and open vial date is two weeks prior to call. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter.